Event description:
Boston scientific received info that this implantable lead displayed high pacing impedances of greater than 1500 ohms. The lead also displayed loss of myocardial capture and high thresholds. A lead revision procedure was performed where the lead was cut and capped. There were no adverse pt effects reported. The lead has been returned. Despite the statement that this lead was capped, an explant date was provided and a portion of this lead was returned for analysis.